Event description:
The customer reported the generation of erroneous ion-selective electrolyte (ise) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as a defective valve assembly. The fse replaced the valve assembly to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).